Event description:
It was reported that while taking a graft with the zimmer air dermatome, the graft did not come in one piece. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that the graft harvest was on left lateral thigh. The pieces from initial graft did not cover planned area so a second pass for additional tissue was required using the same device for both passes.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the date is (B)(4), the last repair was on (B)(6) 2006, for a non related issue. The inspection found that the hose leaked at the swivel connector end and the master blade was not flush with the control bar. In addition the device was found to be out of calibration. The likely cause of the reported complaint was a combination of the device out of calibration and a leaking hose. These are due to a lack of preventative maintenance. A leaking hose may cause the motor speed to vary, affecting the blade speed. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.